Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed fill manifold leak test. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the helium fill manifold that corrected this issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed dill manifold leak test. There was no patient involvement.